Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues. The reason for call was patient said they feel a "vibration" in their leg. The patient said they couldn't get used to it. They said if they decrease stim they have more accidents. The patient said some days the vibration in leg spikes and their shakes a lot. Patient said if they lay down they can really see their leg vibrating. It was also noted that the device had caused an increase in sexual desire. The patient said they have lost 60 pounds and the device moves and shifts and gets stuck on chairs.